Manufacturer narrative:
The field service engineer (fse) found that the probe wipe rinse block was misaligned which was preventing the probe wipe to move properly causing the leak. The fse realigned the probe rinse block resolving the issue. (B)(4).

Event description:
The customer reported a clear leak from the inside of the coulter hmx hematology analyzer with autoloader and an uncontained leak onto the tabletop. The volume of liquid was undetermined by the customer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection during the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.